Manufacturer narrative:
(B)(4).

Event description:
It was reported that patient presented in clinic for routine follow up showing post-paced t wave oversensing on the ventricular channel. Patient was asymptomatic. Programming changes were recommended. Patient was stable before, during and after the event. No further information.

Event description:
New information received states new instances of post-paced t-wave oversensing was observed at the latest in-clinic follow-up. The patient remains asymptomatic. New programming changes were recommended. No further information is available.